Event description:
Medtronic received report that a pipeline vantage could not pass the phenom catheter hub. It was noted that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. There was no damage to the catheter or the pipeline pushwire. There was no patient involved. Additional information received reported that the procedure completed with another vantage.

Manufacturer narrative:
Product analysis #705194950:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), in-house marksman micro catheter (model: fa-55150-1030 lot: a092944) drawing(s) referenced: n/a as found condition: the pipeline vantage device was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within a sealed plastic biohazard pouch and within an introducer sheath. The unknown phenom micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The proximal pusher was found kinked at ~6.8cm from the proximal end. The hypotube was found undamaged and unstretched within the introducer sheath. The pipeline vantage braid was found still attached to the advanced resheathing mechanism. The ptfe dps sleeves were found no longer covering the distal braid. The tip coil was found damaged. Testing/analysis: an in-house micro catheter was used for resistance testing. The pipeline vantage was inserted into the micro catheter hub, through the micro catheter body and out the distal end with resistance encountered within the micro catheter. The tip coil was confirmed damaged. The dps sleeves were found damaged. The spacer, silicone supporting disks and advanced resheathing mechanism were found loose on the distal delivery wire. The proximal bumper was found undamaged. The proximal braid end was found fully opened, damaged, and frayed. The distal braid was found fully opened, and slightly frayed. Conclusion: based on the analysis findings, the customer report of ¿resistance in catheter hub¿ was confirmed as resistance was encountered during in-house testing and the damages found is consistent with resistance. From the damages found: pusher (kinked) tip coil (damage), dps sleeves (damaged), spacer/supporting disk/resheathing mechanism (loose), and braid (damaged/frayed); indicative of over-manipulation, high force delivery, patient vessel tortuosity or advancing/retracting against resistance. As the phenom micro catheter used during the event was not returned for analysis, any contribution of the phenom micro catheter towards the resistance in hub could not be determined. The phenom micro catheter is compatible for use with the pipeline vantage. Ngod10 2022-10-21 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.